Event description:
A bipap a40 device was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, "ventilator inoperative" conditions were identified. The device's main pca board needs to be replaced to address the issues. Additionally, during the evaluation the device was found to be alarming indicating the device was unable to write to the event log. The device¿s main pca needs to be replaced. This issue would not affect the device's ability to deliver therapy as designed. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.